Event description:
A high blood glucose level was reported, but the specific value was unknown and displayed as "high." There was no reported adverse impact to the customer¿s blood glucose level. The customer attempted a correction bolus via the pump, and technical support guided them through a supplies and system check, including inspecting the site, tubing, and t:lock connection. Despite not completing the inspection of the infusion set, drops of insulin were observed at the end of the tubing. The customer was advised to consult their healthcare provider about personal profile settings. No follow-up was possible as the caller disconnected and did not respond to further contact attempts.